Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose has been in the 300 mg/dl and 400 mg/dl range ever since she started insulin pump therapy. She stated that the basal rates were set to zero; she did not believe that her settings were programmed accurately. The patient declined transfer to the 24-hour product helpline. The insulin pump was not returned for analysis.